Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported negative architect b-hcg results on one patient. The results provided were: on (B)(6) 2021 initial = 3.8miu/ml (<5.00miu/ml = negative ); about 3 pm on a different module the result = 387miu/ml(>/=25.00miu/ml =positive ). The controls were within range in the morning and the negative result was generated at noon. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from list 03m74-02 to list 07k78-77 on (B)(6) 2021. MDR 3005094123-2021-00187 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.